Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013 and suture was used. During continuous suturing under the skin the needle broke. The patient underwent a xray to locate the fragment. Additional tissue dissection was required to remove the needle. No further information provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch em2653, mfg date: 011/01/2012, exp date: 07/31/2017. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.